Manufacturer narrative:
The customer complaint of a pump module keypad problem was not confirmed or replicated. No devices were returned by the customer for investigation. No service history record or production failure record was performed since no source device serial number was reported by the customer. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. There was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the customer purchased 363 new pump modules that they received between june 2018 to november 2018. They state that there have been 30 more pump modules involving the 4 push buttons on the front panel were not working properly, making the pump modules inoperable. The biomed department states that the ribbon cable appears to be getting compressed/pinched as it folds under the connector, causing a failure of the cable which leads to a failure of keypad operation. The customer states that there has been no patient involvement.